Manufacturer narrative:
This consumer reported that the patient has a tooth type 2 at the time of placement. The consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, the consumer also reported concerns with inadequatebone quality/ bone quantity, infection, bleeding, pain & bruxism. Consumer reported that primary stability & osseointegraton we're not achieved.

Event description:
This consumer reported that the patient has a tooth type 2 at the time of placement. The consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, the consumer also reported concerns with inadequatebone quality/ bone quantity, infection, bleeding, pain & bruxism. Consumer reported that primary stability & osseointegraton we're not achieved.